Manufacturer narrative:
Device was not returned for investigation. No other complaints for this lot have been received.

Event description:
User facility informed benco dental supply co. That the football tip broke off at the shaft and went down a patient's throat. Patient sent for x-rays to make sure it went down and not stuck somewhere. Dr. Said, "it is not in her lungs and had already made its way into her digestive tract. I expect it to pass without issue."